Event description:
Implant didn't achieve osseointegration, primary stability was achieved, diabetes mellitus - well adjusted, pain. After implantation without any problems, the pain did not stop increasing for more than a week. ((B)(6) are the same patient).